Event description:
Complainant alleged that during a routine shift check by a clinician the paddles did not allow the device to discharge. Also, the paddles were unable to select an energy level. Complainant indicated that there was no patient involvement in the reported malfunction.